Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on start-up, an 840 ventilator generated an inoperative diagnostic message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4). Although medtronic-covidien was not authorized to conduct a failure investigation, the customer returned a breath delivery printed circuit board assembly. An investigation was performed on the returned component; however, the alleged malfunction was not confirmed. No fault was found with the component.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.